Manufacturer narrative:
As this lead remains implanted no analysis will be performed. Should additional information become available, this event will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed. The proximal segment was only returned. No setscrew marks were noted on the terminal pin. The returned portion of the lead passed electrical testing. The allegation could not be confirmed as the tip section of the lead was not returned.

Event description:
Boston scientific received information that this right ventricular (rv) lead showed increased thresholds and a lead dislodgment was suspected. The rv lead was repositioned successfully and remains implanted. No adverse patient effects were reported.